Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned. (B)(4) - evidence that product in specification when used, undetermined.

Event description:
Allegedly the joint didn't stay compressed.